Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-002 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000 section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/20/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device needed to be returned to ventec for further evaluation. During the device investigation, ventec observed a note made by the asp indicating that the device had displayed a patient circuit disconnect alarm during their testing. This information had not been previously disclosed to ventec. There were no reports of patient involvement associated with the reported event.